Manufacturer narrative:
The system was examined and the reported event was replicated. The hard drive was replaced to resolve the issue and was returned for evaluation. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The hard drive was received for evaluation. A visual assessment of the returned sample showed there was no obvious non-conformity. The returned part was tested with a calibrated system. The system was frozen upon boot up, replicating the reported event. The root cause of the reported event can be attributed to nonconforming hard drive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the system froze during a surgical procedure. There was an hour delay due to preparing a backup system that was used to complete the procedure.